Manufacturer narrative:
(B)(4) the rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mount is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt021 catheter mount tubing was found to be cracked. This was found before patient use.

Manufacturer narrative:
(B)(4). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Method: the complaint rt021 catheter mount was returned to fph in (B)(4) for investigation, where it was visually inspected. Results: visual inspection revealed that the tubing cuff of the catheter mount had split at the connector end. A lot check revealed no other complaints of this nature for lot 160218. Conclusion: we are unable to determine the cause of the damage observed on the returned rt021 catheter mount. All rt021 catheter mounts are pressure tested prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mount was damaged after it was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt021 catheter mount tubing was found to be cracked. This was found before patient use.